Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited fracture and out of range impedance. Fracture was confirmed via imaging. The lead was capped on (B)(6) 2025. There were no patient consequences.